Manufacturer narrative:
All inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 08/jul/2019 and inspection of the unit was performed on 10/jul/2019 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection, insertion tube severe crush at stage 1, primary operation channel resistance, right angulation decreased, distal cap/ case cracked, elevator body sticking, right/ left brake knob loose, failed wet leak test, failed dry leak test, segment screw loose at insertion tube, umbilical cable bump under pve root brace, bending rubber pinhole, customer complaint confirmed. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the customer upon completion. Parts: o-ring(0.5x1.3), distal case/cap, bending rubber, distal case/cap.